Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient had blurred vision not getting better, shadows around letters, signs and different objects. Patient could not see leaves on trees and iol over-corrected astigmatism. Planned to replace with an unknown advanced technology intraocular lens (atiol).

Manufacturer narrative:
Additional information was provided in b2, b5, b6, b7, h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (4.50cyl), 19.5 diopter lens was preplaced with an unspecified iol. The clinical reason for the exchange was related to the over-corrected of astigmatism. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the lens was exchanged after the initial implant procedure. In the surgeon's opinion, the product did not contribute to the event. The patient's issues resolved.